Manufacturer narrative:
Concomitant product: 4568-53 lead implanted: (B)(6) 2000.

Event description:
It was reported that the thresholds on the right ventricular (rv) lead had been climbing steadily over the past few years and it was now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.